Manufacturer narrative:
Continued d4 device information: 23b41c (reported device info. Does not populate). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "keller funnel was not lubricated, implants would get stuck and not slide through even with added lubrication".

Event description:
Healthcare professional reported "keller funnel was not lubricated, implants would get stuck and not slide through even with added lubrication". This record is for an unknown side. Patient contact did occur with the device. It is unknown if a backup device was used.